Event description:
It was reported by the service ctr that the ventilator shuts down on its own with a constant audible alarm. The service technician stated the reported problem happened during service of the ventilator.